Event description:
It was reported that upon exertion, patient was not feeling well and patient was inappropriately shocked. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 1 - ventricular nst=210 ms on 18-may-2011 15:20:01.